Manufacturer narrative:
The customer¿s report of a leak was confirmed. No anomalies were observed on the received set during visual inspection. The check valve was inspected under magnification and found to be assembled in the set correctly, with the silicone membrane centered. Functional testing was performed; leaking was observed from the check valve weld line. No damages or stress marks were observed on either side of the check valve. The root cause of the leak was the weld integrity of the check valve.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak above the pump segment at the back check valve in the nicu. There was no report of patient harm.